Manufacturer narrative:
(B)(4). Batch #: unknown. Maude report number mw# 5098620. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the new ethicon stapler load popped out of the stapler. It appeared to be correctly loaded. When it was applied to the appendix and started to close the load popped out. It was able to be retrieved laparoscopically. No patient consequence reported.